Manufacturer narrative:
The investigation determined that reproducible (B)(6) vitros anti-hbc results were obtained for two samples from a single patient run on the vitros 3600 immunodiagnostic system. The event appeared to be isolated to the patient samples in question. There was no evidence to suggest an instrument malfunction had occurred. The investigation was unable to determine a definitive root cause. However, a reagent issue or the presence of an unknown sample interferent could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer obtained reproducible (B)(6) vitros anti-hbc results (B)(6) for two samples from a single patient run on the vitros 3600 immunodiagnostic system. The (B)(6) results were discordant when compared to (B)(6) results obtained using an alternate method as well as an alternate vitros anti-hbc reagent lot, 1780 (B)(6). Based on this information, as well as other hbv marker assay values, the initial vitros anti-hbc results are considered to be (B)(6) results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) results were not released from the laboratory. There was no report of patient harm as a result of this event. (B)(4).